Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Additionally, it may have been the result of malalignment between the femoral and tibial components, third body wear, or any combination of these possibilities, which led to prosthesis wear. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces; which may require a second surgical intervention or revision is a device specific risk. Concomitant medical products: concomitant device(s): 6049020 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5; 6016963 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t; 6188323 200-02-32 - three peg patella 32mm.

Event description:
It was reported by the legal department that this male patient was revised approximately 3 years post op initial left tka due to polyethylene failure. During the revision surgery, the surgeon stated, "[o]n inspection of the polyethylene, he did have some beginnings of some pitting and some mild discoloration of the weight bearing portion of the polyethylene." Following the revision surgery, patient reportedly continues to be limited in his activities of daily living. No additional information.

Manufacturer narrative:
*The following sections have corrected information: (b5) describe event or problem. (H6) health effect - clinical code.

Event description:
It was reported by the legal department that this male patient was revised approximately 3 years post op initial left tka due to polyethylene failure. During the revision surgery, the surgeon stated, "[o]n inspection of the polyethylene, he did have some beginnings of some pitting and some mild discoloration of the weight bearing portion of the polyethylene." Following the revision surgery, patient reportedly continues to be limited in his activities of daily living. Preoperative and postoperative diagnoses indicated left total knee arthroplasty with polyethylene failure. Indications for procedure: he has done well and as of late started to have an effusion of the left knee. The effusion was worked up with negative esr, crp, and CT scan showed no evidence of loosening and no osteolytic lesions. He does have some slight symmetry on the x-ray standing films which may indicative of polyethylene thinning and asymmetry. We expressed the need for polyethylene exchange for his metal was competent without loosening or lysis and as part of the polyethylene recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.